Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and system monitor was not confirmed. The returned hm2 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The device functioned as intended during the analysis. Per provided information, the issue resolved after replacing the controller. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section-¿alarms and troubleshooting¿ and heartmate ii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange due to the hospital monitor screen reading "not receiving data". Multiple hospital system monitors were tried and the same message appeared. There was no alarm from system controller or interruption in function. The patient's backup system controller was connected to the monitor to verify that the monitor was not the issue. The monitor did receive data with the backup system controller. It was recommended that the system controller be exchanged. The system controller was exchanged with no complications and the waveforms were downloaded after the system controller was exchanged.